Manufacturer narrative:
The investigation was completed on 06-nov-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device lot number 60000667 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and observed sharp edges and a non-uniform shape that would not be suitable to enter the femoral vein without tearing tissue. The tip of the vizigo sheath was "frayed". This was noted when attempting to advance the wire through the sheath while prepping. The sheath was replaced and the issue was resolved. The procedure was continued and completed. No patient consequence reported. Additional information was received on 23-sep-2025. The tip of the dilator was damaged and irregular. There were sharp edges and a non-uniform shape that would not be suitable to enter the femoral vein without a tearing tissue. Deformation issue occurred. No picture available. This was a versacross needle that the customer was attempting to backload in the sheath. Additional information was received on 02-oct-2025. There were no other damages to the sheath tip. The event was originally considered non-reportable, however, bwi became aware on 23-sep-2025 of the tip of the dilator had sharp edges and a non-uniform shape that would not be suitable to enter the femoral vein without tearing tissue and have reassessed as reportable. The awareness date for this record is 23-sep-2025.